Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic aortic valve the patient required hospitalization due to a stroke. Treatment was required, but details were not reported. The patient was discharged from the hospital 7 days following onset. The patient was referred to a rehabilitation facility for further management. Discharge from this care facility occurred approximately 1 month later. The event was reported as resolving. The physician indicated the stroke was possibly related to the valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional physician information indicated the atrial fibrillation and its onset was not related to the transcatheter valve nor to the implant procedure.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. H6. Additional codes. Corrected data: d. Suspect medical device: manufacturer name and address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic aortic valve the patient required hospitalization due to a stroke. Treatment was required, but details were not reported. The patient was discharged from the hospital 7 days following onset. The patient was referred to a rehabilitation facility for further management. Discharge from this care facility occurred approximately 1 month later. The event was reported as resolving. The physician indicated the stroke was possibly related to the valve. Additional information received indicated that approximately 4 years and 9 months after the implant of the transcatheter valve, the patient received a device implanted in the left atrial appendage associated with atrial fibrillation to prevent clot formation. Additional information received indicated that prior to the implant of the valve, the baseline electrocardiogram (ECG) showed normal sinus rhythm. Two days after the implant of the valve, the discharge electrocardiogram (ECG) showed normal sinus rhythm. The onset of atrial fibrillation (afib) and subsequent implant of the device implanted in the left atrial appendage was approximately 5 years and 9 months after the implant of the transcatheter valve and not 4 years and 9 months after, as previously documented. Additional physician information indicated the atrial fibrillation and its onset was not related to the transcatheter valve nor to the implant procedure. Additional information was received to clarify the patient experienced slurred speech and increased fatigue. A neurological evaluation was performed including computed tomography and magnetic resonance imaging which showed a left cerebellar infarct; the patient had suffered an ischemic stroke. The ischemic stroke was reportedly resolved with sequelae approximately eight months after onset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following the implant of this transcatheter bioprosthetic aortic valve the patient required hospitalization due to a stroke. Treatment was required, but details were not reported. The patient was discharged from the hospital 7 days following onset. The patient was referred to a rehabilitation facility for further management. Discharge from this care facility occurred approximately 1 month later. The event was reported as resolving. The physician indicated the stroke was possibly related to the valve. Additional information received indicated that approximately 4 years and 9 months after the implant of the transcatheter valve, the patient received a device implanted in the left atrial appendage associated with atrial fibrillation to prevent clot formation. Additional information received indicated that prior to the implant of the valve, the baseline electrocardiogram (ECG) showed normal sinus rhythm. Two days after the implant of the valve, the discharge electrocardiogram (ECG) showed normal sinus rhythm. The onset of atrial fibrillation (afib) and subsequent implant of the device implanted in the left atrial appendage was approximately 5 years and 9 months after the implant of the transcatheter valve and not 4 years and 9 months after, as previously documented.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 4 years and 9 years following the implant of the transcatheter valve, the patient had received a device implanted in the left atrial appendage associated with atrial fibrillation to prevent clot formation.